Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-18254. It was reported the pt is without stimulation in her back and is not satisfied with her scs system. The pt declined reprogramming and desires to have her scs system explanted. Pt is going to consult with her physician regarding undergoing surgical intervention as the next course of action.